Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that 1.5 to 2 months ago from (B)(6) 2018 at around 11am he experienced symptoms described as "shaky, dizzy, blurry vision, and unexplainable symptoms¿ and he was unable to test due to his adc blood glucose meter shutting off after a blood sample was applied. Customer further reported he had a loss of consciousness and woke up in a hospital where he was told his blood sugar level was more than 500 mg/dl and he was diagnosed with hyperglycemia. Customer was treated with unspecified intravenous fluids and unspecified medication to lower his blood sugar level and his medication was changed from oral to novolin r and novolin n insulin injection. Customer was hospitalized for 2 weeks. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter was reviewed, and the DHR showed the freestyle lite meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that 1.5 to 2 months ago from april 25, 2018 at around 11am he experienced symptoms described as "shaky, dizzy, blurry vision, and unexplainable symptoms¿ and he was unable to test due to his adc blood glucose meter shutting off after a blood sample was applied. Customer further reported he had a loss of consciousness and woke up in a hospital where he was told his blood sugar level was more than 500 mg/dl and he was diagnosed with hyperglycemia. Customer was treated with unspecified intravenous fluids and unspecified medication to lower his blood sugar level and his medication was changed from oral to novolin r and novolin n insulin injection. Customer was hospitalized for 2 weeks. There was no report of death or permanent injury associated with this event.